Manufacturer narrative:
(B)(4). Device evaluated by manufacturer : device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event (B)(4).

Event description:
It was reported that catheter fracture occurred. A blazer ii catheter was selected for a procedure. However after introducing the blazer ii catheter, through retrograde access, physician informs of high difficulty level to handle the catheter distal segment, when removing the catheter was noticed that the catheter was fractured. The procedure was completed with another blazer ii catheter. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer- the device was returned with its original box labeled batch 20206621. The device has a kink at the distal section approximately at 3.5 cm from the distal tip while in the neutral position. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Both right and left curves failed to reach the specified area of the template. Bent center support was observed under x-ray.distal end was dissected and was confirmed bent center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported that catheter fracture occurred. A blazer ii catheter was selected for a procedure. However after introducing the blazer ii catheter, through retrograde access, physician informs of high difficulty level to handle the catheter distal segment, when removing the catheter was noticed that the catheter was fractured. The procedure was completed with another blazer ii catheter. No patient complications were reported and the patient's current condition is stable.